Event description:
Customer reported that he had unexplained low blood glucose for 5 days. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was 24 mg/dl. Customer stated that the paramedics were able to bring him around. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.